Manufacturer narrative:
The device was returned and investigated. Returned device analysis was unable to confirm the reported unintended movement associated with clip opening during efaa/establish final arm angle testing. The discrepancy between what was reported (clip opened while performing efaa test) and what was observed (no issues with the clip during efaa testing) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. The reported difficulty opening the clip, clip jumping, resistance on the arm positioner and noise were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for unintended movement (clip open - efaa), the reported clip actuation issues of clip jumping open and difficult to open clip resulting in physical resistance/sticking of the arm positioner, and noise. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced, when attempting to open the clip in the atrium, the clip was difficult to open. Resistance was felt when rotating the arm positioner and a squeaking sound was heard. The clip then jumped open to 190 degrees. Afterwards, the clip opened and closed without issue; however, establishing final arm angle (efaa) failed. Several efaa attempts were made, but the clip continued to open. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1-2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.